Manufacturer narrative:
G4: 31dec2019. B4: (B)(6) 2020 the manufacturer¿s international service technician evaluated the ventilator and confirmed the reported problem. The service technician replaced the battery and the problem was resolved. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 11jan2020. B4: (B)(6) 2020. Additional information has been received that the battery's manufacture date is 26-jul-2010 which is past its life expectancy of 5 years. Based on this information, this is not a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/03/2020.

Event description:
The customer reported that the battery does not hold its charge. There was no patient involvement.